Event description:
Additional information was received from the customer that there had been reports of patients who had died but none of them were due to the device, but rather due to the patient's conditions. The device was inside the patient but it was not the cause of death. There were no further information received specific for this patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h4 and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The patient underwent three spiration valve placement, and approximately three months after the procedure, the patient experienced a chronic obstructive pulmonary disease (copd) exacerbation. The valves were later removed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to patient identifiers (B)(6).